Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to issues with their infusion set. The device appeared to be attempting to deliver insulin, but the patient was not receiving it. No leaks were seen or detected by smell, and the agent believed the issue was related to the infusion set. The patient chose not to complete a supply change and decided to rely on back-up therapy until the following day. The patient was advised to wait two hours before reconnecting to the device. The infusion set lot number was provided. The patient¿s blood glucose levels were affected, rising to over 400 mg/dl and remaining outside the 70¿180 mg/dl range for approximately two hours. The patient used back-up therapy, administering two injections. No ketone testing was performed, there were no recent steroid injections, and no professional medical intervention or additional assistance was received. The patient reported no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.